Event description:
It was reported that the patient's blood glucose (bg) levels dropped to 30 mg/dl while wearing the pod. The patient drank 3 energy drinks and gave 12 units of insulin. The patient believed they were at 80 mg/dl, but fainted and their parent called an ambulance and they were taken to the hospital. There the patient was given oral glucose, an infusion and a meal to raise their glucose levels and were released later that night. The pod was worn during the hospitalization and for the entire 72 hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.